Manufacturer narrative:
Boston scientific received information that the respiratory rate trend (rrt) had been programmed; however, the patient is still experiencing symptoms and palpitations. A review of the device data noted atrial oversensing resulting in inappropriate atrial tachycardia response (atr) events due to interaction with the minute ventilation (mv) feature. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The atrial output was increased and the patient will continue to be followed. No adverse patient effects were reported.

Event description:
Boston scientific received information that the respiratory rate trend (rrt) had been programmed; however, the patient is still experiencing symptoms and palpitations. A review of the device data noted atrial oversensing resulting in inappropriate atrial tachycardia response (atr) events due to interaction with the minute ventilation (mv) feature. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The atrial output was increased and the patient will continue to be followed. No adverse patient effects were reported.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
Additional information was received stating the previously reported clinical observations were still occurring in addition to atrial loss of capture, elevated atrial threshold and pacing impedance measurements and pacing inhibition. A revision procedure was performed at which time a loose connection was identified between the device header and the associated competitive atrial lead. This device and the atrial lead were removed from service. Intravenous antibiotics were administered to the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Review of the device memory noted the atrial impedance measurements had been slowly rising with some intermittent high readings, including one open lead reading. Additionally, a review of the recorded episodes and e-grams did not reveal any irregularities. No further analysis could be performed due to the condition of the device. The cause of the failure could not be determined. Electrical testing could not be performed because the device had been prepped to be returned to the patient.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.